Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported a system fault. Additional information has been requested. There was no patient involvement.

Manufacturer narrative:
Additional information: during investigation it was determined that customer reported incorrect product that is not a reportable event.